Manufacturer narrative:
Results: hydraulic sub-assembly.

Event description:
It was reported by service report that the hydraulic pump leaking on manifold. No pt involvement or adverse consequences are reported.